Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was admitted with complaints of increased redness and driveline drainage with a temp of 100.2. Would culture and blood cultures pending. Patient was given merrem infusion 500mg once every 6 hours. Additional information was request, however was not provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that blood cultures remained negative, but driveline site was still growing pseudomonas aeruginosa and has once grown citrobacter. The plan was for 6 weeks of meropenem infusion and oral cipro 500 mg.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.